Event description:
It was reported that during a stent placement procedure, the stent delivery system allegedly broke. It was further reported that while trying to remove the broken part of the device through snare, the broken piece allegedly broke again by the attempt to get it into the sheath. Furthermore, the health care professional tried again to remove the bigger piece out of the patient, but the snared piece again broken into two. Reportedly an open surgery was performed to remove the three broken piece. The current status of patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent delivery system allegedly broke. It was further reported that while trying to remove the broken part of the device through snare, the broken piece allegedly broke again by the attempt to get it into the sheath. Furthermore, the health care professional tried again to remove the bigger piece out of the patient, but the snared piece again broken into two. Reportedly an open surgery was performed to remove the three broken piece. The current status of patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent products is identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in used condition without stent that reportedly had been deployed inside patient. The inner catheter cardan tube was found broken at the distal end, and a segment between the stent 1/4 rings of approximately 11mm was missing. Provided images demonstrate three inner catheter cardan tube segments inside patient including length measurement. The summarized length of the two shorter segments approximately matches the segment length of 11mm that was missing on the returned sample. The investigation leads to confirmed result for break, and detachment of the inner catheter cardan tube. He vessel was calcified, but the system could be tracked cross over without difficulty, and the stent deployed without issue. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. The reported indication represents an off label use. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instruction for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instruction for use states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instruction for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. The lifestent 5f vascular stent system is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. H10: d4 (expiry date: 02/2027), g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.